Event description:
The customer alleged that the ventilator "went inop" while on a patient with an e103 error. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported malfunction here was no patient harm or change in therapy as a result of the malfunctions.